Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed there was moisture ingress in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events following a call service 088 watchdog error on (B)(6) 2016. The pump powered on with a blank display screen. The battery cap was unable to tighten to the pump and had damaged threads. The battery compartment was cracked. The audio bolus button cover was torn. The pump failed a leak test as a result of these issues. There was evidence of moisture damage on the internal components of the pump.